Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that when priming the lines air bubbles start to form within the tubing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 10321213t lot number 19125870 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air bubbles / air in line with lot #19125870 regarding item #10321213t. H3 other text : see h.10.

Event description:
It was reported that the gemini smartsite dc 20dp & texium experienced air bubbles/air in line. The following information was provided by the initial reporter: material #: 10321213, batch/lot #: unknown (19125870). We have been having issues with the texium tubing: bd alaris pump infusion set, smartsite bag access non-vented, bonded texium closed male luer with priming cap. When we are priming the lines with diluent (ns or d5w), air bubbles start to form within the tubing. To help solve this issue, we have been flicking the tubing to try and get the air bubbles out while priming the lines. Also, we are not able to fully get all the air bubbles out of the tubing. There are still small ones that form. Best to my knowledge, we are following the correct aseptic priming technique, but we are still having accumulated air bubbles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gemini smartsite dc 20dp & texium experienced air bubbles/air in line. The following information was provided by the initial reporter: material #: 10321213 batch/lot #: unknown (19125870). We have been having issues with the texium tubing: bd alaris pump infusion set, smartsite bag access non-vented, bonded texium closed male luer with priming cap. When we are priming the lines with diluent (ns or d5w), air bubbles start to form within the tubing. To help solve this issue, we have been flicking the tubing to try and get the air bubbles out while priming the lines. Also, we are not able to fully get all the air bubbles out of the tubing. There are still small ones that form. Best to my knowledge, we are following the correct aseptic priming technique, but we are still having accumulated air bubbles.